Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. The reported issue of an error message was confirmed. Visual inspection and functional testing of the device found no abnormalities or error messages. However, analysis of system logs showed evidence of a memory verification failure in the logs, which in some situations can have potential for harm. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of an open cid that has no relationship to the reported condition. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed open cid was determined to be from battery degradation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle displayed a power handle error message before it was put in the shell. A new handle was used to resolve the issue. There was no patient involvement.